Event description:
It was reported that during an open unknown procedure, it was found that a gripping surface was damaged before use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) - cartridge damaged. The analysis results found that a sr75 reload was received with the right gripping surface broken off making. The reload was returned fully fired. Although no conclusion could be reach as to what may have caused the found damage of the cartridge.